Event description:
Recently transitioned to new supplier for 7 ft oxygen tubing- when trying to remove tubing from flow meter in order to change from blender to heliox blender in an emergent situation, it was unable to be removed. When attempted with increased force, tubing began to stretch and begin to tear. Decision made to grab brand new tubing. This new tubing has been less reliable and more challenging to work with.